Event description:
Complete knee replacement [knee arthroplasty]. Did not work [device ineffective]. Case description: spontaneous report received on (B)(6) 2012, from a female pt (age not provided), initials (B)(6). The pt's medical history was not provided. In (B)(6) 2010, the pt initiated treatment with synvisc one (hylan gf 20) injection (route and dosage regimen not provided, in an unspecified location). The lot number of synvisc one was not provided. It was reported that synvisc one did not work. On an unspecified date, the pt underwent complete knee replacement. The action taken with synvisc one was not provided. The outcome for the event of complete knee replacement was not provided. Concomitant medications were not provided.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.